Event description:
Covidien received information that during use, the 840 ventilator became inoperative. The patient was manually bagged. The patient was placed on an alternate ventilator. No patient harm or injury reported.

Manufacturer narrative:
Covidien customer support engineer inspected the device and verified the malfunction. The exhalation flow sensor, analog interface ( ai) printed circuit board (pcb), graphical user interface (gui) pcb were replaced. The device passed all testing. Covidien reference: (B)(4).